Event description:
Complainant alleged that during biomed testing, the device will not power up with battery power. Complainant indicated that there was no patient involvement in the reported malfunction.